Manufacturer narrative:
The reported event of a hole in device was confirmed. A hole is present in the central disc of amplatzer vascular plug ii; the forming hole is a result of the manufacturing process and does not impact the function of the device. The investigation confirmed the device met specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event is consistent with a forming hole which is considered to be a normal and acceptable characteristic of the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The reported event of a hole in device was confirmed. A hole is present in the central disc of amplatzer vascular plug ii; the forming hole is a result of the manufacturing process and does not impact the function of the device. The investigation confirmed the device met specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event is consistent with a forming hole which is considered to be a normal and acceptable characteristic of the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6. Medical device problem code - removed 1421 delivered as unsterile product, add 2976 material deformation.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 12mm amplatzer vascular plug ii was selected for an implant. The qa seal on the product box was intact and the product box containing the device did not appear damaged in any way. During the procedure, it was found there was a hole on the device under inoperative angiography. The procedure was stopped. The physician alleged that the cause of the hold on the plug was due to rubbing with the stent wire. Then the physician changed another unknown amplatzer vascular plug ii and complete the procedure. The patient is stable.